Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer's blood glucose value was 234 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Customer states she needs replacements for 2 infusion sets that did not work. The infusion sets and pump will be returned for analysis.